Manufacturer narrative:
(B)(4). (B)(6) 2015. The device was received for evaluation. Visual inspection noted a white particle floating inside the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor contained a white floating particle. This was noted before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.